Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a consumer thru telephone on (B)(6) 2018 stating that he had 20% vision loss due to a defective air optix aqua contact lens. On his complaint he mentioned "-9.00, 8.6, 14 and -7.00, 8.6, 14" by his as his lens prescriptions with no specification on which eye. On a return call made on 06apr2018, the consumer had provided further information about his condition and stated that he began to have problems with the air optix aqua contact lenses last (B)(6) 2018, wherein he purchased 2 boxes, where he started to have redness and irritation in both eyes and he was told by his ecp that he has infection. He mentioned, that his ecp allowed him to wear contact lenses ensuing the incident and purchased 4 boxes in (B)(6) 2018. He subsequently began to experience more problems using his new contact lenses and had developed ulcers in both eyes. After several visits with his ecp, it was then determined that he had lost 20% of his vision on his left eye and approximately 25% vision loss on his right eye. The patient was then prescribed, tobramycin ophthalmic solution and rewetting eye drops with an unspecified treatment modality. He added that, he experienced terrible light sensitivity and migraine headaches during this period. He further mentioned that, he knew that the contact lenses were the cause of the problems which was agreed upon by his ecp. At the time of this report the consumer's condition had continued. Additional information has been requested but not yet received.